Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a placement signal alarm. The pump was removed and the issue was resolved. During the investigation of this issue it was identified that the supporting automated impella controller may have been the cause of the issue. No patient harm was reported.

Manufacturer narrative:
The UDI was inadvertently added incorrect in the initial report which has been corrected in this one. Section d4 ( expiration date ) should have been left blank on the initial report . Section h4 (manufacturing date) was added which was inadvertently left out int he initial report.